Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection of the pump showed the bottom case by l-bracket pole clamp was cracked and there was visible contamination. A review of the event history log (ehl) identified primary audible alarm post found in ehl and auxiliary control unit (acu) watchdog as sympathy alarm. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker and interconnect board as preventive measure and performed self test/occlusion test.

Event description:
It was reported that the pump exhibited a primary audible alarm post. No patient injury was reported.